Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary. The analysis showed that the atb45 device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The firing mechanism was noted to be damaged. No functional test could be performed. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth and the firing trigger teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The device closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, during the stapling of the colon, the device blocked. It was very difficult to close the device. The firing level did not close. When opening the device, several unclosed staples were found on the tissue. The surgeon noticed that the articulating head was not straight attached on the device. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.